Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported right side "change in shape," "increase in breast volume," "a deterioration of the integrity of the implant was found on ultrasound of the mammary glands and seroma." The device has been explanted.

Event description:
Healthcare professional reported right side "change in shape," "increase in breast volume," "a deterioration of the integrity of the implant was found on ultrasound of the mammary glands and seroma." The device has been explanted.